Manufacturer narrative:
The customer complaint of a tubing leak was confirmed. A picture provided by the customer shows that blood was leaking from the silicone pumping segment near the upper fitment. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a tubing leak from a small hole below the upper fitment when infusing blood. There was no report of patient harm.